Event description:
Cpi rec'd info that this lead was removed from service due to increased threshold measurements. Another possis lead and two patch leads were also removed from service. A new lead system consisting of an endotak and add'l rate sense lead was implanted. Leads were capped and abandoned in pt.